Event description:
Analyzing the learning curve of vnotes sacrocolpopexy by the cumulative summation test: a cohort study. The aim of this study is to describe the learning curve and surgical complications of 79 vnotes-sc cases for pop performed between (B)(6) 2017 and (B)(6) 2024, taking into account the factors that affect operative time and evaluate the long-term follow-up outcomes of this surgery. Poliglecaprone 25/polypropylene (eth), artisyn (eth) were used to trimmed and sutured to the anterior and posterior vaginal walls based on the measured lengths. The mesh was completely peritonealized by suturing the peritoneum closed, and the vaginal stump was sutured. Reported complications: poliglecaprone 25/polypropylene (eth) artisyn (eth) bladder injury during surgery due to severe bladder adhesions (n=1) treatment: managed successfully with immediate repair followed by conversion to sacrospinous ligament fixation. Fever (n=4) treatment: resolved conservatively urinary retention (n=2) treatment: resolved conservatively incomplete intestinal obstruction (n = 1) treatment: resolved conservatively recurrent prolapse (n=2) treatment: not reported de novo stress urinary incontinence (sui) (n=2) treatment: not reported de novo lumbosacral pain (n=3) treatment: not reported de novo constipation (n=1) treatment: not reported for the long-term outcome de novo complications included sui (n=9) treatment: managed conservatively lumbosacral pain (n=7) treatment: resolved with physiotherapy constipation (n=3) treatment: alleviated medically mesh exposure (n=3) treatment: necessitating surgical revision, with incidence correlating positively with postoperative duration. Recurrence pelvic organ prolapse (n=7) treatment: not reported in conclusion, vnotes-sc is a feasible and durable approach for pop treatment with a short learning curve, rapid postoperative recovery, and favorable long-term follow-up outcomes thereby establishing it as a safe and viable surgical option even during learning improvement phase.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: int j surg. 2025 oct 1;111(10):6857-6866. Doi: 10.1097/js9.0000000000002808. Epub 2025 jun 28. Pmid: 40576114; pmcid: pmc12527682. Https://doi.org/10.1097/js9.0000000000002808